Manufacturer narrative:
The reporting dr was supplied with msds, a copy of the package insert and tiny samples of the three main ingredients. He performed patch skin tests on his pt and determined she is allergic to bismuth tribromophenate (btp). Our labeling addresses use of this product on pts who have a sensitivity to btp or who are atopic. No further action is necessary at this time. This is not a product problem.

Event description:
Reportedly, it was local in nature but progressive requiring two corticosteroid shots. The pt is doing fine.